Manufacturer narrative:
The visao has been completely disassembled, inspected and thoroughly cleaned. All the bearings and o-rings have been replaced. The visao has been successfully tested according to the sri. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer's complaint has been confirmed. Pre-repair temperature test, after 1 minute @ 80k rpm's: nose = 213 f, middle = 107 f, rear = 87 f. The visao has been completely disassembled, inspected and thoroughly cleaned. All internal parts are polluted with foreign debris. The nose bearings and the front bearing of the output drive shaft are worn. All bearings and o-rings need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no impact on the patient.